Event description:
The patient came in for an appointment and had puncture marks all over cords of their system controller from their cat. The controller was then exchanged and new one was given.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of punctures on the power cables on the system controller was confirmed. Visual inspection of the returned hm3 system controller, serial (B)(4), revealed puncture marks along the power cables. The controller was functionally tested and passed all steps without any issue. The controller connected to a mock circulatory loop for an extended period of time without producing any alarms. The controller functioned as intended during analysis. The power cables were stripped down to the wire showing several damaged wires on the power cables. Per provided information, a root cause of the reported event was determined to be a cat biting on the power cables. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.